Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve (model 9755rsl23a), the commander delivery system balloon ruptured during inflation. The rupture was attributed to calcium in the sinotubular junction (stj), which had been previously identified as a procedural watchout during the tavr conference. Blood was observed in the syringe during inflation, indicating balloon compromise. Despite the balloon rupture, the valve was successfully deployed. To ensure full expansion of the valve, a new 23mm commander delivery system was opened and used. No leakage was observed in the delivery system, and there was no difficulty withdrawing the system. The balloon cover was not removed with instruments, and no extra volume was added prior to inflation. No injury or procedural complications were reported, and the patient remained in stable condition post-procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in this section have been updated. H6 codes were corrected: investigation findings, investigation conclusions. H6 codes were added: type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigation's including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images of the device were shared and it was observed that the balloon had a radial and longitudinal burst, with no missing pieces observed. Images of patient anatomy were shared and it was identified that there was calcification in the sinotubular junction. The complaint for balloon burst was confirmed based on the provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as the event report suggests the root cause presence of calcification in the landing zone, and this was confirmed in the imagery of patient anatomy. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.